Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan conducted approximately 6 years post implant showed a suspected endoleak. An angiogram was preformed approximately 6 weeks later, which confirmed the presence of a hole in the bifurcated graft at the bifurcation. A secondary procedure was performed where aui device etuf25c102e was placed on the right and extended into the right iliac with a limb etlw1613c93e. The physician then placed a talent occluder ocl20us into the left iliac limb of the graft to occlude the left iliac. A final angiogram was preformed and confirmed the leak had resolved. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is reported to be fine.